Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported glucagon administration and hospital treatment with IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values, and device data confirm hypoglycemia on the reported event date. The device appropriately suspended insulin delivery and issued hypoglycemia alerts, which were acknowledged by the user. The event occurred following a missed meal announcement and subsequent corrective insulin delivery, contributing to glucose fluctuations. The user also reported performing a recent factory reset and not following recommended post-reset practices, which may have contributed to glycemic variability. Based on available information, the event was attributed to use-related factors involving missed meal announcement and therapy management following a reset, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-mar-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 20 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on 13-mar-2026, treated with glucagon and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.